Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): ¿ 00434904003 - (64812457) associated product information: ¿ 00434901813 - (64640907) ¿ 00434903912 - (62748666) ¿ 00436202000 - (64414277) the customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty approximately two (2) years and four (4) months ago. Subsequently, the patient was revised approximately one (1) year and four (4) months later due to dislocation. The patient was fitted with thicker components to strengthen component connections during the revision, and no other harms were reported due to this event. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - head. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.